Manufacturer narrative:
It was reported that the foley catheter became disconnected during range of motion activity. Due to this, a new catheter was inserted. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Foley catheter disconnection.